Event description:
The customer reported that after the single use distal cover was placed on the endoscope, they noticed a slit by the thin bottom near the forceps elevator. The issue occurred when preparing the device for use. The cover broke completely upon removal. A new cover was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The DHR was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause of the broken cover could not be determined; however, it's possible that the connection between the cover and endoscope were unstable due to increased stress while in use or there was chemical stress caused by chemicals adhering to the cover resulting in the break. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.